Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial # (B)(4), description: precision spectra implantable pulse generator. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a revision procedure (MFR report #: 3006630150-2016-02630), the patient experienced stomach pain and was not able to move their left leg. The physician assessed the neurological symptoms to be caused by an epidural hematoma. The patient underwent an explant procedure. Following the procedure, the patient regained sensation and was able to move their legs. The physician assessed the stomach pain and the hematoma were not related to the device. The physician does not know the cause of the stomach pain.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that following a revision procedure (MFR report #: 3006630150-2016-02630), the patient experienced stomach pain and was not able to move their left leg. The physician assessed the neurological symptoms to be caused by an epidural hematoma. The patient underwent an explant procedure. Following the procedure, the patient regained sensation and was able to move their legs. The physician assessed the stomach pain and the hematoma were not related to the device. The physician does not know the cause of the stomach pain.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg on (B)(6) 2016. The ipg was explanted per physician preference. No device malfunction was suspected.

Event description:
A report was received that following a revision procedure (MFR report #: 3006630150-2016-02630), the patient experienced stomach pain and was not able to move their left leg. The physician assessed the neurological symptoms to be caused by an epidural hematoma. The patient underwent a lead explant procedure. Following the procedure, the patient regained sensation and was able to move their legs. The physician assessed the stomach pain and the hematoma were not related to the device. The physician does not know the cause of the stomach pain.